Manufacturer narrative:
The c501 module serial number was (B)(6). The qc recovery was acceptable. The field service engineer (fse) found that the slider on the ise sample mechanism was worn, and the rinse tubing had a pinhole. He replaced the slider and the rinse tubing. He also confirmed the rinse levels and mechanical adjustments for the ise sample mechanism and verified air purges. He performed primes, mechanical checks, qc, and precision studies, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation of a questionable sodium electrode result for 1 patient sample tested on a cobas 6000 c 501 (ul) v module. Initial result: 175 mmol/l. The initial result did not match the patient's history, prompting the repeat of the sample on a different analyzer. Repeat result: 130 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, and g1 were updated. The calibration was last performed on 08-aug-2025, and it was acceptable. The alarm trace showed multiple abnormal probe sucking alarms on the date of the event, near the time the sample was processed. This is an indication of possible poor sample quality. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.